Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent spinal surgery with posterior fixation from t4-ilium. The patient underwent an additional surgery for extension of the previous decompression. During the revision surgery and re-exploration of l1-s1 while exposing the second round of the decompression, the surgeon noticed that the set screw at s1 had popped off from the original construct. The set screw was removed and replaced with a new screw. There were no patient complications reported.